Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The patient indicated the stimulator was not working and had not been for about a week. There was no incident or accident related to this. The early replacement indicator message was also displayed. Additional information about actions/interventions and outcome were requested, if received, a follow up report will be sent.